Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified internal shunt brachial vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced and inflated at 8 atmospheres. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured at the proximal side. The device was removed without any problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.